Manufacturer narrative:
The manufacturer's service technician replaced the backlight inverter to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported display is blank. The customer reported there was no patient involvement.